Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "system fault 41100." No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involved in this event. Device evaluation completion date: 09/30/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and performed functional tests and it passed. The customer's stated problem was unable to be duplicated, however, in the event log, it showed error code around the time of the complaint. Service recommended that the microprocessor board be replaced as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.